Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
There was non-sustained oversensing. There was no inappropriate therapy but the patient felt fatigued. The device was reprogrammed and the patient was fine.